Event description:
Perfusionist was dispatched to the hosp. For a reported balloon catheter alarm. Upon arrival the perfusionist noticed condensation in the helium line. Balloon was placed in standby and a slight neg. Pressure was applied and blood could not be aspirated. Fill volume was decreased and the iab was re-timed. Later the same day blood was noticed in the helium line and the balloon was replaced. The second balloon was also noticed to have blood in the helium line and was replaced. No third balloon was inserted.